Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146899.

Event description:
It was reported via voluntary medwatch that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited noise, non-measurable capture threshold and unspecified pacing impedance issue. It was suspected that the ra lead was fractured and damaged. Programming changes were made. There were no patient consequences.